Event description:
I had essure implanted in 2012. Since then, I have been diagnosed with fibromyalgia, insomnia and anxiety disorders. I went from taking no medications to 5 pills a day. I have tried to go to a physician to get this removed and no one will help me since I am not in severe pain.